Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("I feel like I am going to faint"), tremor ("shake really bad/shaking"), abdominal pain lower ("cramps"), back pain ("back pain"), headache ("headaches"), nausea ("nausea"), menstruation delayed ("missed period") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dizziness, abdominal pain lower, back pain, headache, nausea, menstruation delayed and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dizziness, headache, menstruation delayed, nausea, pelvic pain and tremor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dizziness, tremor, abdominal distension, abdominal pain lower, back pain, headache, menstruation delayed, nausea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new events - pain, cramps, headaches, nausea, missed period, bloated were added. The case was upgraded from non-serious incident to serious-incident as removal surgery was added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.